Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that patient has a history of persistent (B)(6) bacterium. Patient was discharged from hospital and readmitted to hospital again later due to infection in the blood. No reports of redness or swelling was noted on the incision site however fluid was noted on the CT. Physician elected to explant the whole system in fear of avoiding infection of the device and leads. The device and leads were explanted. Patient was released from the hospital in stable condition.